Event description:
A report was received that the patient had developed an infection at the ipg site. The symptoms of infection were redness, swelling and fever. The physician believes the infection was procedure related. The physician explanted the scs system and the prescribed the patient oral and IV antibiotics. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, serial # (B)(4), description: scs 70cm iii, lead: model # sc-2138-50, serial # (B)(4), description: scs 50cm iii, lead: model # sc-2352-50, serial # (B)(4), description: linear 3-4, lead: 50cm, model # sc-3138-25, serial # (B)(4) and (B)(4), description: scs phiii, extension 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed